Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for two unknown 1.8mm drill bits. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Device is an instrument and is not implanted/explanted. The subject devices are expected to be returned to the synthes manufacturer for evaluation. 510(k) unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following event was reported in a (B)(4) received by synthes on (B)(6) 2015: it was reported that on (B)(6) 2015, while using a competitor cordless drill, an unknown synthes 1.8mm drill bit broke during an open reduction internal fixation of the ankle. The broken drill bit was replaced with another unknown synthes 1.8mm drill bit which also broke. There was no report of patient harm or surgical delay. This report is for two unknown 1.8mm drill bits. This report is 1 of 1 for (B)(4).